Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice cassette was discarded, a device analysis could not be completed. A batch review of the associated lot number was performed, and it revealed no abnormalities during the manufacture of the lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette patient line did not have a cap on it. The home patient (hp) indicated they had started over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.